Event description:
The customer reported that the system displayed an x-ray disabled error message and lost x-ray functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All system circuit boards and connectors were reseated. The system was then found to be operating as intended.